Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil appeared in good condition within the introducer sheath and still attached to the pushwire. The instant detacher was not returned as it was discarded. Additionally, the proximal tip of the pushwire containing the actuator interface, tack weld replacement (twr) crimps and the break indicator were not returned. The axium pushwire was found broken on its proximal end without release wire extending out. It appeared that the implant coil shell was stuck inside of the inner diameter of the shield coil. During testing, the implant coil was pulled out from the shield coil and subsequently implant coil detached from the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detacher and the proximal end of the pushwire containing the tack weld replacement (twr) crimps and the break indicator were not returned; therefore, any contributing factors from these could not be assessed. It is likely that the reported severely tortuous anatomy contributed to the event. It is possible that the severe bends in anatomy may have caused displacement of coils on the implant coil or coils shield and led to the attachment of the coil shield to the implant coil. The break on the proximal tip of the pushwire with the release wire pulled out likely occurred during the attempt at detaching the implant coil via the manual method of detachment (via hypotube). It is possible that the proximal tip of the pushwire was discarded or lost post procedure as it was not returned. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): precaution: ¿advance and retract axium prime detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detach the coil 5-6 times with instant detacher and 3-4 times with manual method but still coil did not detach. New device was used, and procedure was completed. No patient injury was reported.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01335. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of right middle cerebral artery aneurysm, these both coils failed to detached. No patient injury was reported. No further information was provided.